Manufacturer narrative:
(B)(4). The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to manufacturing specifications. The device reportedly is not being returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The bullet detached from the prolene suture while in the patient and it was lost in the patient. The patient's condition was reported as fine.